Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. On the first firing to create the gastric pouch, the surgeon pressed the green button to fire the stapler and the ring handle flicked out as usual but the handle could not be squeezed. The stapler did not fire. To complete the procedure, another handle and reload were opened. No patient injury or extension in surgical time. Patient status is alive, no injury.